Event description:
Information received indicates the head section was rise to approximately 8 inches it stops, and then will run back down on its own when the head up switch is released.

Manufacturer narrative:
The technician isolated the problem to a stuck CPR switch. He replaced the CPR switch to repair the bed.